Event description:
It was reported that the rv (right ventricular) threshold had been rising. Under fluoroscopy it was discovered that the rv lead had probably dislodged at an unknown date, with little slack noted. Fluoroscopy also noted that the atrial lead had dislodged at an unknown date. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted: (B)(6) 2011. (B)(4).